Manufacturer narrative:
Date rec'd by MFR: 19aug2019. There was no on-site evaluation by the manufacturer. This event was resolved via telephone conversation between the customer and the manufacturer's phone technician. No repair was deemed necessary. It was reported that information provided to the customer was enough to resolve this issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Serial number unknown. A follow-up report will be submitted once the investigation is complete.

Event description:
Customer contacted technical support (ts) stating that unit had no display. The device was in clinical use at the time the reported issue was discovered. There was no harm to the patient or user.